Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor (cgm) alerts were not beeping and vibrating as intended. Customer declined to perform troubleshooting with tandem technical support and declined to upload pump data for review. Customer's blood glucose level was 225 mg/dl.